Event description:
It was reported during a procedure to explant and replace the pt's leads (reference MFR reports: 1627487-2013-10264 and 1627487-2013-10265) a cerebrospinal fluid (csf) leakage occurred due to a dural puncture. The physician repaired the tear with duraseal and the procedure was completed. The pt was asymptomatic postoperative. F/u info indicated the pt remained asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.